Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old). The perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported event could not be determined. A knot can lock up during advancement due to a number of factors including, but not limited to, using excessive suture tension when advancing/locking the knot or by using the non-rail end of the suture to tightened/advance the knot causing it to prematurely tighten and subsequently break. This may have been a contributing factor to this event, but cannot be confirmed. The reported patient effect of thrombosis, as listed in the product instructions for use, is a known adverse event associated with vessel closure procedures and is not necessarily an indication of a product quality deficiency. A review of the device lot history record did not reveal any nonconforming matrical records relevant to this event. A query of the complaint-handling database was performed and there does not appear to be a product quality deficiency. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an iliac artery stenting procedure. Reportedly, after the device was inserted into the artery, bleedback was noted through the marker lumen and the foot was deployed. However, while trying to position the device, the marking continued and did not cease. The needles were deployed, but the sutures were not placed. The device was rewired and removed. Another proglide was inserted. The device was placed and marking ceased. The sutures were deployed, but the knot became locked during advancement. The sutures were removed and manual arterial compression was applied. After the heparin was exchanged for protamine, thrombus was noted at the access site. Using a contralateral access, an endarterectomy was performed and the thrombus was removed. The patient was discharged the same day. There was no adverse patient sequela. Though requested, no additional information was provided.